Event description:
It was reported that there was a catheter complication; the spinal segment of the catheter was cut during a spinal surgery related to the implant of scoliosis rods and hardware/spinal fusion. Intraoperatively the catheter was noted to be leaking. The catheter was repaired "immediately" (it was noted by the healthcare professional (hcp) that the revision occurred 2015-(B)(6)); a new spinal segment was placed intrathecally and the pump was reprogrammed. No patient symptoms were reported. The patient recovered without permanent impairment, was doing great and receiving effective therapy. The pump was used to infuse baclofen (unknown). Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j0058209r, implanted: 2001-(B)(6), product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).